Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During preparation for an elective device upgrade procedure, episodes of false atrial fibrillation were observed on the device. The episodes were believed to have been caused by wenckebach block. The device was explanted and a pacemaker system was installed as previously planned. The patient was in stable condition.